Manufacturer narrative:
Codes completed by manufacturer. The consumer did not have the product to return and did not know the lot number, but insisted the lot was one of the twelve lots of renu multiplus multi-purpose solution that had been recalled. The twelve lots of renu multiplus multi-purpose solution contained an elevated level of trace iron. The source of the iron was identified as one particular lot of one of the raw materials, poloxamine. The presence of elevated iron will affect product stability with respect to color and efficacy over time.

Event description:
Consumer reports both eyes became red and puffy, and the left eye has a film and is runny, after two days use of the solution. At the time the complaint was reported, a doctor had not been seen and the consumer indicated no doctor would be seen. The consumer did not have the product to return and did not know the lot number, but insisted the lot was one of the twelve lots of renu multiplus multi-purpose solution that had been recalled. The twelve lots of renu multiplus multi-purpose solution contained an elevated level of trace iron. The source of the iron was identified as one particular lot of one of the raw materials, poloxamine. The presence of elevated iron will affect product stability with respect to color and efficacy over time.